Event description:
Information was received indicating that a smiths medical medfusion pump was over-infusing. The patient was receiving a 1000 load at 500/hr for 5 hours of heparin with a 10cc bd syringe. The pump ran out of heparin before the treatment was over. The patient was told to stop using the pump, and go to the clinic for treatments. There was no patient harm.